Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broke during cup impaction and back end fell off. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the associated device was not received for examination. The photographs were reviewed and the allegation can be confirmed. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.